Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported 'she contacted me since with capsular contracture, baker grade unknown for which she also had an ultrasound in london.'

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported 'I have recently had a scan due to having lumps under my armpits", "this scan has led the consultant to believe they have ruptured also." And ¿a degree of animation (movement during muscular contraction)" ultrasound performed. Device remains implanted. This record relates to the left side.

Event description:
Healthcare professional additionally reported ¿more leakage into the lymph¿ and ¿silicone in my lymph nodes¿.